Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that 4 set were attempted to be used, but saline was not able to be primed past the filter. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 24301-0007t lot number 20086869 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20086869 regarding item #24301-0007t. H3 other text : see h.10.

Event description:
It was reported that 4 gem 20dp 0.2mf low sorb dehp free tex experienced flow issues. The following information was provided by the initial reporter: material no: 24301-0007t (x4) batch no: 20086869. Pump infusion set we have tried 4- sets they are not working. This is a pump infusion set with in in line micron filter. Saline is not able to be primed in this tubing past the filter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 gem 20dp 0.2mf low sorb dehp free tex experienced flow issues. The following information was provided by the initial reporter: material no: 24301-0007t (x4), batch no: 20086869. Pump infusion set we have tried 4- sets they are not working. This is a pump infusion set with an in line micron filter. Saline is not able to be primed in this tubing past the filter.